Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing and high voltage therapy for a super ventricular tachycardia. The device was reprogrammed.